Event description:
The blood collection tube holder is to retract the needle out of the pt's arm when the cap is closed. In the past 3 weeks, rptr had the needle retracted while in the process of drawing blood. It has usually been while pushing the tube onto the internal needle for collection that the spring pops and the needle retracts, but yesterday an employee put the needle into the pt's arm and the spring popped, the needle was partially retracted and blood sprayed everywhere. Employee's arm was covered with the pt's blood and the employee's skin was not intact, therefore putting them at risk. Rptr attempted to draw liver function tests this "am" and the spring popped, the needle was pulled out of the pt's arm and blood went on pt's arm and the desk. Rptr feels this is a very dangerous product. The holders have been out of different bags so it is not just one lot causing the problem and the problems have happened with various nurses. This product not only is putting nurses at high risk to blood exposure, but also pts are having to be restuck to obtain the needed blood specimens.